Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced elevated blood glucose levels (330 mg/dl). No further information on the reported issue was provided. Customer abruptly ended the call with tandem technical support, therefore, troubleshooting with tandem technical support was unable to be performed.